Event description:
Customer reported an incident during treatment/run where they changed the setflow for replacement from 750ml/h to 1000ml/h, but the status screen still displays 750ml/h. No machine error codes or blood loss reported.

Manufacturer narrative:
We have requested the downloaded machine data files and additional information relating to this incident. Further investigation is being conducted by the manufacturer. No pt injury nor medical intervention was reported. 510(k)# is k041005.